Manufacturer narrative:
Investigation summary: no samples were received. No photos were provided. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. There was no documentation for this type of defect during the entire production run of this batch. This is the 1st complaint for lot # 7163656 for this type of defect or symptom. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported while drawing up blood from a hemodialysis central line, blood leaked behind and inside the bd posiflush¿ normal saline syringe plunger's stopper, and dripped down it onto the staff member's gloves. This complaint was created to capture 2nd of 12 related incidents. The following information was provided by the initial reporter: "when withdrawing blood from a hemodialysis central line, blood got behind and inside the larger rubber tip of the plunger. Subsequently blood dripped down the plunger and onto the staff members gloves".